Event description:
Customer reported to baxter (B)(4) of a secondary medication set in which operator observed fluid leaking out of a pine hole on tubing. It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the reported condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If relevant additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. This is a product not distributed in the us and does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.